Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was concern for battery depletion of an implantable cardioverter defibrillator (ICD) related to the use of a remote monitor. Review of clinical data indicated there were multiple failed transmission attempts of the ICD to the remote monitor. Due to the failed transmission attempts, the ICD continued additional attempts in wireless telemetry mode causing significant battery drain. The ICD was explanted and replaced. The monitor will not be returned at this time. No patient complications have been reported as a result of this event.